Event description:
The patient reported they are recovering from effects of a catheter kink that was repaired in june. The pt states they were both overdosed and underdosed until the kink was diagnosed. The pt reports feeling better, with better therapy since their last refill. The drugs used in the pump are dilaudid and baclofen (unknown dose and concentration). Additional info has been requested form the hcp, but was not available on the date of this report. A follow up report will be submitted when additional info is rec'd.